Manufacturer narrative:
The tech found that the head-up valve is defective. The tech replaced the head-up valve guide tube assembly to resolve the issue.

Event description:
Tech alleged that the head would not rise. No pt impact.